Manufacturer narrative:
The biomedical engineer (bme) reported that they have two central nurse's station (cns) that had mouse issues. When they rebooted both cnss, they remained in the boot-up screen where it says cns-6000 "please wait." Nihon kohden technical support recommended that they send the units in for repair. They also suggested that the customer try removing the two 2880 hard drives from the unit; and place the one from the 2nd drive into the 1st drive and the one from the 1st drive into the 2nd drive which may resolve the issue. We have contacted the customer for the 2nd cns that was mentioned and asked if this issue has been resolved; but they have been unresponsive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that they have two central nurse's station (cns) that had mouse issues. When they rebooted both cnss, they remained in the boot-up screen where it says cns-6000 "please wait." Nihon kohden technical support recommended that they send the units in for repair. They also suggested that the customer try removing the two hard drives from the unit; and place the one from the 2nd drive into the 1st drive and the one from the 1st drive into the 2nd drive which may resolve the issue. We have contacted the customer for the 2nd cns that was mentioned and asked if this issue has been resolved; but they have been unresponsive. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that they have two central nurse's station (cns) that had mouse issues. When they rebooted both cnss, they remained in the boot-up screen where it says cns-6000 "please wait." Nihon kohden technical support recommended that they send the units in for repair. They also suggested that the customer try removing the two hard drives from the unit; and place the one from the 2nd drive into the 1st drive and the one from the 1st drive into the 2nd drive which may resolve the issue. We have contacted the customer for the 2nd cns that was mentioned and asked if this issue has been resolved; but they have been unresponsive. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that two central nurse's station (cns) had mouse issues. When rebooting the cnss, they remained in the cns-6000 "please wait" boot-up screen. Nihon kohden technical support (nk ts) recommended that they send the units in for repair. No patient harm or injury was reported. Investigation summary: nk ts recommended the customer swap the device's hdds. Three (3) attempts were made to request further information from the customer, but no response was received. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Startup and bootup errors may be due to the malfunction of the hdd components which may cause freezing at the bios or registration screen. Other issues that are known to cause freezing or startup errors are sudden shutdowns (power loss), improper reboots, faulty network switches, and duplicate ip addresses. Problems or issues with peripheral devices such as mouse may occur due to corruption of the peripheral's driver. Corrupted drivers often occurs due to improper shutdown or disconnect of the peripheral device. Issues may also occur if the peripheral device is not installed correctly or if the peripheral device is not properly connected. Possible causes of the peripheral device malfunction are wear and tear, device compatibility and use error.